Event description:
I had lasik done on (B)(6) 2019; 3 days post-op started to develop eye floaters which have only gotten worse. I have seen 3 drs and now have to consider risks involved with invasive surgery that may or may not fix my problem. This has truly been the biggest mistake I have ever made having lasik done. I would give anything to have my old eyes back as this has significantly finished my quality of life. FDA safety report ID# (B)(4).